Manufacturer narrative:
G4: 10jan2020 b4: 10jan2020. The manufacturer¿s technical services (ts) could not confirm the reported issue. The customer has not provided photo evidence of serial number after numerous requests. After multiple attempts to obtain information on this device, this complaint is being closed. If further information is obtained, this complaint will be reopened. Part was not returned to failure investigation (fi). The root cause cannot be determined until the device is returned and investigated. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is not a relationship of the device to the reported problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10/09/2019.

Event description:
The customer reported touchscreen failure. There was no patient involvement.